Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 12 of the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology needle insertion was difficult. The following information was provided by the initial reporter: this pediatric patient had 10 IV attempts on the unit and 2 attempts in the or before finally having success obtaining IV access. The cathlons involved were cathena and power port cathlons for CT. Staff on this unit frequently have difficulty with cathena cathlons, many children are suffering the trauma of missed IV access attempts. Impact of incident: patient taken to the or for IV access with sedation. Patient discomfort and likely a traumatic event for this young patient.

Manufacturer narrative:
Correction to initial MDR - a serious injury has been reported without evidence of device malfunction and this complaint is determined to be MDR reportable for serious injury. Annex a code has been updated to a150206 difficult to insert and annex f code f2301 additional device required added.